Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 32 synergy¿ drug-eluting stent, the stent dislodged in the hoop when the device was removed from the protection hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis with the stent protector on a product mandrel. A visual examination of the crimped stent found the stent damaged almost across its length with struts bunched, overlapping and misaligned. A review of the associated batch records has been completed and the maximum crimped stent profile was measured. The product stent protector was returned for analysis with the device and the inner diameter was measured. It is determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 32 synergy¿ drug-eluting stent, the stent dislodged in the hoop when the device was removed from the protection hoop. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.